Event description:
It was reported when a patient presented in-clinic for routine follow-up, estimated battery longevity was observed to be 4.5 years to eri. Technical services confirmed that the programmer showed on incorrect measurement and estimated 1.9-2.5 years to eri. Patient will be seen in 6 months for a routine follow up. No intervention is planned and patient was stable.